Manufacturer narrative:
Section a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section e1 first name: unknown/not provided. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 - this code was used for the reported device decentered or dislocated or tilted subluxated. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgical procedure conducted on (B)(6), 2026, the front haptic of the original lens was noted to be bent during preparation and insertion, while the back haptic had not yet entered the eye. The lens was partially delivered and subsequently removed from the patient's eye. A replacement lens of the same model and diopter was loaded and inserted using an unspecified cartridge. During the implantation of the replacement lens, a capsule tear occurred, requiring an anterior vitrectomy. Two hours after the surgery, the implant was observed to be dislocated, and the patient showed signs of a potential vitreous hemorrhage. A follow-up examination one week later revealed the implant positioned near the bottom of the vitreous cavity, leading to the scheduling of a second surgery with a retina physician on (B)(6), 2026, to retrieve and/or replace the implant. The surgeon reported encountering resistance and needing additional force during the insertion of the implants, as well as employing extra surgical maneuvers beyond standard practice. No further information was provided. This report is for the replacement lens. The issue with the original lens does not meet the reportability criteria.